Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device connection with eb in gab does not work. It connects, for a fraction of a second the name appears on the endoscope screen, then goes out and so on and so forth. The issue occurred during set up / inspection for use. There were no reports of patient harm.